Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test. The service technician states that the 3-way solenoid valve was replaced to resolve the failure. Additionally, the air inlet foam filter and particulate filter were replaced for maintenance. Repair testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.